Event description:
It was reported that the patient missed refill appointments and the pump went dry. A surgical revision was performed on (B)(6) 2013 and the pump was removed and the catheter was partially removed. There were no patient symptoms/injuries related to this event. The pump system was being used to deliver infumorph.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8590-1 lot# n288503, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type accessory product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).